Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 17:23:02 on (B)(6) 2025. At 07:30:53 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with motion/tactile artifact. At 07:31:33, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. Post shock rhythm was idioventricular rhythm @ 30 bpm with CPR/motion artifact. The electrode belt was disconnected at 07:48:34 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.